Manufacturer narrative:
B3: date of event - estimated as 01 january 2024 as this is the year the social media comment was made. D6a: implant date- estimated as 01 january 2024 as this is the year the social media comment was made.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a peri-device leak occurred. Procedure summary: a left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Event summary: on an unknown day post procedure, a peri-device leak was seen around the closure device.